Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states that the specimens were collected, and infection results were negative. Patient visited on (B)(6) 2021 and patient had mild tenderness and non-purulent mild erythema. The stiches were removed in clinic with no compilations and steri strips were placed. Wound was dry and cleaned.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that wound area looked infected. On (B)(6) 2021 the wound scar area was revised to prevent infection. There were no complications. Patient was stable.

Event description:
Additional information received indicates the ipg site issue resolved.